Event description:
It is reported leak. Verbatim: rn caring for patient noted that the patient's linen was saturated with tpn. Upon inspection of PICC line, noticed that the jloop had fluid leaking at the cap.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking, and it was unknown to be the trifuse or the jloop, the jloop being the mz5302 material lot unknown. The customer returned two used mz5302 samples, and one used trifuse maxzero. Upon initial visual examination, the set had no defects or abnormalities. The sets were tested, and it was clear the leakage was caused by the jloop, or mz5302, rather than the trifuse. The maxzeros on the mz5302 both leaked, and verified the complaint. The maxzeros were examined under a microscope, and microcracks were found in the maxzero luer. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.